Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. A visual inspection was conducted. Traces of blood was observed. The silicone insulation was not peeled away from the cold and hot jaw support. The condition of the silicon insulation was intact. The heater wire was detached at the tip of the hot jaw, but remained attached at the based. No other visual defects were observed. Based on the condition of the device as received the reported failure for peeled silicon was not confirmed, but the analyzed failure bent wire was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws peeled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws peeled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.